Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to load a new cartridge with guidance from technical support, but the issue was not resolved after loading a second cartridge. Technical support escalated the issue for additional assistance, and caller was advised to use a backup pump.